Event description:
It was reported that the tandem-provided charging supplies began burning or melting. Reportedly, the pump was charging during the event. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The alleged wall adapter issue was unable to be verified due to the wall adapter not being returned for investigation.